Manufacturer narrative:
The lot was manufactured between may 7, 2019 and may 8, 2019. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and there were no issues noted. Based on the evaluation result, the returned device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor stopped flowing during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.